Event description:
It was reported by the customer's husband that the customer took off her insulin pump to take a shower and forgot to hook it back in. Customer had been eating and not bolusing. Customer's blood glucose level was 422 mg/dl. Customer did bolus but forgot the pump was not connected. Customer stated that the pump was reading 3.80 units and it was explained that the pump is recording that because the insulin went through without any issues. Customer wanted to know how much to treat for. Customer was advised to contact their health care provider. It was explained that the number that the pump is going to tell him would not be as accurate because it has accounted for that insulin. Customer understood and will treat for blood glucose levels. No additional information provided.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.